Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, the patient reported that the infusion set fell off during use and tape was not sticking. The patient reports that the cause of the product not adhering was due to moisture from shower. No further information available.